Event description:
A customer reported the equipment displayed a system message during a vitrectomy procedure. The procedure was completed with a delay of less than 15 minutes, with the same equipment utilizing manual infusion. There was no harm to the pt.

Manufacturer narrative:
The company service representative examined the system and replaced the low pressure air source manifold assembly (lpas). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).